Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller reported patient getting eri message 2 days ago. Technical services redirected patient back to healthcare provider (hcp), to consider implant replacement. Additional information was received from a manufacturer representative (rep). The rep reported that patient has both ins's turned up to 25 ma and isn't feeling any stim or pain relief yet when they move around, they get a shocking sensation. Caller stated all impedancesare green and patient is on standard programming at 450 pw, 50 rate as patient likes to feel stim.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that pt had intensities maxed out on both batteries. The cause was not determined, it was probably because pt had it turned up so high, but he refused to turn the stimulation down. The neurosurgeon was notified of possible replacement because of the eri message. To resolve the shocking sensation, they turned down the stimulation sopt can't go above 15ma. The issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977006 serial# (B)(6) implanted: (B)(6) 2023 product type implantable neurosti mulator product ID 977c290 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977c190 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.